Manufacturer narrative:
(B)(4) - glare at night, pain. Evaluation method: medical review. Results: per medical review: anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the u.s. FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(Visual inspection of the lens found no rough/sharp edges. (B)(4).

Manufacturer narrative:
(B)(4) (secondary surgery). (B)(4). Eval, method: (other): lens work order search. Results: (other): visual inspection of the returned product found pieces of both haptics and the lens optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received from the facility: the reporter indicated upon explant of the icl, the cataract was removed and a different model lens was implanted. The reporter indicated the patient experienced glare at night and pain. The patient's current bcva is 20/25.

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in the pt's left eye (os) on (B)(6) 2007. The lens was explanted on (B)(6) 2010 due to the patient having developed a cataract. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.